Event description:
A (B)(6) female pt contacted zoll customer support to report adjust belt or check belt messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages) has been confirmed. Upon investigation the pulse wire in the distribution node (dn) to front therapy electrode (te) cable was open between the dn and ECG b. The root cause of the open pulse wire was unable to be positively determined. No adverse event resulted from the open wire. The pt received a replacement electrode belt.